Event description:
Additional information received from the consumer indicated that the patient called about their controller on (B)(6) 2016 and the agent walked them through and it was resolved on the call. It was noted that it wasn't anything like a return of pain, it just had to be reset. The recharger just got stuck and the follow up had no reference to the reason for the call. It was noted that it just stopped working and the patient knew why they were in pain. Their battery died and they could not get it charged because the charger stopped working. The agent walked the patient through how to reset it and it had been fine ever since. The pain went away. The patient thought they charged it but they did not, and had a lot going on. Stimulation went off that morning but the patient knew why. The patient noted that it was their mistake for not charging it and the recharger got stuck on a screen.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain . It was reported that the last time that the patient had charged both of their implantable neurostimulator (ins)s was (B)(6) 2016. The older ins was able to be charged, but the newer implant needed to charge. The patient did an antenna locate feature and the implantable neurostimulator recharger (insr) froze. The patient had pain starting last night. The patient needed the newer ins to charge so that they could use therapy for their pain. A reset of the insr was performed and the patient was able to initiate a charge session with all coupling bars. The patient reported that the newer ins was less than 25% battery but was charging. The issues resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.